Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). The unit passed all functional tests successfully except the batteries were defective and were confirmed to be expired. There was no patient involvement or harm reported. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer replace both batteries. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). In this complaint. The aware date is 26th nov 2025. G3. Date was captured as 25th march 2026 due to some significant information was received. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had both batteries were defective during inspection by getinge fse. There was no patient involved.